Event description:
My thoughts were gone in mid sentence. It's so bad I thought I had a brain tumor and had a CT of my brain, which was negative. The extreme exhaustion is real. My vision is weird. The pain in my breast is like I'm being stabbed and chest feels like it's on fire internally. FDA safety report ID# (B)(4).